Manufacturer narrative:
No testing or servicing was performed on the system because resolution of the issue was confirmed on call. However, a software analysis was completed. The software analysis determined that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the case, the site registered without issue but then were unable to track instruments. The tracking details were opened, and the site representative could see the microdebrider instrument in the tracking view but did not see a reference frame. The emitter was moved to see if they could get it in view, but it never showed up. Technical services (ts) had the site representative follow the cable and reconnect the patient tracker. The site representative was then able to see the teal square in the tracking view as well as the other instruments. Resolution of the issue was confirmed on call. There was a surgical delay of less than 1 hour due to this issue, and there was no reported impact on patient outcome.